Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient difficulty charging, and as a result, the implantable pulse generator (ipg) was replaced. Postoperatively, the patient is recovering as expected. The explanted device will not be returned for analysis, as it was retained by the medical facility.